Event description:
Boston scientific crm received information that during a device change-out procedure this implantable cardioverter defibrillator (ICD) had some misaligned markers on a couple of atrial tachy response (atr) episodes. There were also missing impedances and amplitudes from the last three in office threshold tests. The device was explanted and successfully replaced.

Manufacturer narrative:
The device's stored memory was reviewed and evaluated by boston scientific's (B)(4) laboratory. Detailed analysis found that built-in device self-diagnostics detected unexpected changes in certain locations of device memory that controls episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. The processing performed during this warm reset was appropriately executed, however, a firmware design issue prevented the device from initializing specific data variables used to control episode data. This finding has been classified as clinically out-of specification, however it did not impact this device's ability to sense and deliver therapy given this patient's episode history and the device's explant date.

Event description:
--

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.